Manufacturer narrative:
Information was not provided and if it becomes available, a follow-up report will be submitted. Sections are unknown.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.